Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3889-28, lot# va0lyhw, implanted: (B)(6) 2014, product type: lead.

Event description:
The patient via manufacturing representative reported that they had their device explanted due to back pain at their pocket site, particularly when they sit in a car. The patient stated that it bothers them when driving. The doctor gave them the option of moving the pocket higher in order for them to continue with the therapy since they were experiencing greater than (B)(4) symptoms relief. However, the patient didn't feel it was worth the pain in the pocket, and understood that their symptoms have returned specifically at night because they aren't receiving the therapy anymore. It was mentioned that the patient was in an auto accident in 1984, and is scheduled for an MRI to get their back pain under control. Indication for use is unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.